Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication errors which locked the system up when trying to fluoro. The fse determined the cause of the problem to be both the fluoro functions board (ffb) and generator interface board (gib) were faulty. The ffb and gib both have many functions, including communicating with other parts of the system via arcnet communication. A loss of this communication would cause communication errors which can lock up the system. Fse replaced both the ffb and gib boards to restore system functions. Based on the age of this system (manufactured in 2003), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb and generator interface (gib) pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.